Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. A search of the depuy nonconformance (nc) quality system found no manufacturing related nc¿s associated with this product/lot combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no manufacturing related nc¿s associated with this product/lot combination. Device history review : a search of the depuy nonconformance (nc) quality system found no manufacturing related nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total hip arthroplasty (B)(6) 2020. The hole eliminator did not fix in the hole of the pinnacle cup. They left the implants in situ because the cup was well fixed and the apex hole eliminator wouldn¿t come out. Surgery prolonged 5 minutes.